Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient stated the cause for issue was due to change in activity and mobility. Pt has not met with their doctor. They just tune the device up and the issue has been resolved.

Event description:
It was reported that the therapy provided by the implantable neurostimulator (ins), was not working. The patient reported a lack of sensation, as they usually feel a little vibration from the device but hadn't felt that for quite a while. Despite increasing the stimulation intensity, the patient did not feel any changes. The stimulation intensity was at 0.0 in groups b and c, and increasing it did not result in the patient feeling anything. During troubleshooting, the caller connected the handset and communicator to the implant, and attempted to adjust the stimulation settings. The caller was in group a with stimulation at 2.4, increased to 2.6, but the patient still did not feel any changes. The caller switched to group b and increased the intensity to 2.5, but the patient did not feel anything. The caller then switched back to group a. The issue was not resolved, and the patient was redirected to their healthcare provider (hcp) for further assistance. Patient later called back mentioning they reached out to their hcp, but need a diagnostic report from the manufacturer. Agent sent an email to the field.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.